Manufacturer narrative:
(B) (4): physio-control provided the reporter technical assistance and parts information to repair device.

Event description:
It was reported that the device illuminated a service light and logged event codes in the memory indicating a critical failure. There was no report of pt use associated with the event.